Manufacturer narrative:
Trackwise # (B)(4). Updated section: g4, g7 , h2, h6, h10. Analysis of production: (3331/213/67) a lot history record review was completed for lot 25154834 the last lot shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (B)(6) 2020 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Device not returned: (4114/3221/67) despite request and/ or customer indicated that the device would be returned; however, no device was returned.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 had issues.

Manufacturer narrative:
Trackwise ID#:(B)(4).the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.